Event description:
The pt reported the symptoms of a sore throat, body irritation (redness), difficulty breathing and fluid in her lungs. The pt indicated visiting the emergency room (ER). The pt reported taking 'benadryl' (over-the-counter, antihistamine), and was prescribed and provided an epipen (epinephrine injection), but the pt did not use it. The treatment was discontinued on (B)(6) 2013.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). This event is being reported since it is our opinion that the difficulty is breathing, and fluid in the lungs, is potentially serious in nature and potentially life threatening to the pt if left untreated, although the treating doctor does not consider the event to be serious in nature or life-threatening. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.